Manufacturer narrative:
Unit received with an insulin pump error loop during boot up, problem isolated to the mother board. Unable to perform self test and displacement test due to insulin pump alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had alarmed external flash crc error. The customer stated that insulin pump was able to clear alarm and able to rewind successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.